Manufacturer narrative:
Customer service sent the customer a replacement power supply and requested the original for testing/analysis. In follow up with a complaint handler on (B)(6) 2018 regarding her issue with breast shield sizing, the customer indicated that she had seen at least two doctors and, at her last visit, the doctor gave her calendula cream along with a stronger cortisone. She additionally indicated that she had visited two lactation consultants, one of whom recommended that she try a different pump. She continues to use a combination of the 27 and 30 mm breast shields, but feels like her breasts are not completely emptied after pumping and she still experiences friction, which she feels most of the pain is from. The customer inquired about changing pump models and was referred to customer service. The customer was also referred to a medela lactation consultant at her request. As of the date of this report, there is no indication that the customer has made contact with customer service and follow up by the medela lactation consultant is on-going. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On (B)(6) 2018, the customer reported to medela (B)(4) that her pump in style breast pump would not power on with the power cord and she does not have an alternate power source. She additionally alleged that the pump was hurting her nipples, which were red all over, even though she uses the pump at a mid-vacuum level and she uses both 27 and 30 mm breast shields, as breast shield sizing has been an issue for her.